Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the non-rechargeable ins had elective replacement indicator (eri). It was reported the patient was not satisfied with the longevity of the ins. The caller stated she just had the battery put in (B)(6) 2017. Additional information was received on (B)(6) 2018 while the patient was at the office of the healthcare professional (hcp). It was reported the hcp lowered the patient's settings on one side from 8.1 down to 7. No symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that what led up to the eri was because she is on high settings. The patient reports that the device was supposed to last till (B)(6) but her settings are so high it fried the device. She then reports that she check the voltage and it is at 2.1 and she was told that once it reached 2.2 the battery is depleted. She has reached end of service (eos) and is scheduled for a replacement.